Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to no audio volume. Service evaluation verified the no audio volume. The cause was identified to be the rear case flex not connected properly. The issue was resolved by properly connecting the rear case flex. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device was found to have no audio volume. No additional information is available.